Manufacturer narrative:
Concomitant medical products: fr995-27 tissue valve, implanted (B)(6) 2010, fr995-29 tissue valve, implanted (b)((6) 2010.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a shortened battery life. It was noted that the left ventricular (lv) lead was programmed to a different vector to optimize the device battery life. After the reprogramming was complete the patient experienced "jumpiness" and twitching on their left side due to phrenic nerve stimulation from the lv lead. The lv lead was reprogrammed back to its original settings and the device and lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.been reported as a result of this event.